Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, error test, displacement test, basic occlusion test and prime test. However, the pump alarmed no delivery during the excessive no delivery test due to a faulty force sensor. Unable to perform the occlusion test due to the unexpected no delivery alarms. The pump was received with minor scratches on the lcd window and a cracked case at the battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call high blood glucose and no delivery alarm. Customer's current blood glucose level was 285 mg/dl. Troubleshooting for no delivery was performed. Customer was able to resolve the issue with a complete set change. Customer declined to return the set and reservoir for analysis. Troubleshooting for high blood glucose was performed. Customer's blood glucose levels continued to rise and they were taken to the hospital. Customer experienced nausea, dehydration, vomiting, blurred vision, difficulty breathing and the onset of diabetic ketoacidosis. Customer treated their blood glucose levels with the insulin pump and manual injections. Customer experienced a hyperglycemic episode and was given fluids. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.